Event description:
The product was used during a fem pop procedure. Reporedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.